Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74 year-old male patient with myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The patient experienced ventricular tachycardia which resolved on its own. The patient remains on support.

Manufacturer narrative:
The investigation for the ventricular fibrillation has been completed. The console was not returned for evaluation. Without additional information, the root cause of the issue was not determined because of insufficient clinical details and the product was not returned for investigation. The instructions for use for the impella cp with smart assist system under secondary safety results states one of the 10 major adverse event that occur at any time point with repeat revascularization, which includes CPR or ventricular arrhythmia requiring cardioversion.